Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this device had been interrogated and afterward a latitude red alert indicated that the device had been programmed to other than monitor plus therapy. The local area sales representative was contacted for more information, but none is available to date.